Event description:
This is the first of three reports (same product, similar problems, different patients). The leur lock connection immediately proximal to the white connection hub became disconnected causing the catheter to leak cerebrospinal fluid (csf). The catheter had to be removed from patient use. Additional information has been requested.

Manufacturer narrative:
Integra completed its internal investigation 10/12/2015. The investigation included: the product was not returned for evaluation. No product information was available therefore DHR review could not be performed. Additional information received indicates the cc1.p1 was used in combination with an incompatible bolt system from a third-party supplier ((B)(4)).